Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient is currently off the pump and that "the pump is not working right". Tandem technical support made multiple follow up attempts with the customer, however, no response received.